Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal infection. The breach in septic technique was further described as lack of hygiene. The event was manifested by abdominal pain. Treatment for the event was unknown. Pd therapy was ongoing in the early stage of treatment and then the pd therapy was resumed after a two-day suspension due to physical reasons. Patient hospitalization, patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2022. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.